Event description:
Procedure: cosmetic (abdominoplasty or panniculectomy). According to the reporter: the pt presented with skin necrosis on the 10-day follow-up. Surgery date: (B) (6) 2010.

Manufacturer narrative:
(B) (4).